Manufacturer narrative:
The hill-rom technician found the alarm inoperable due to a defective scale power control board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the scale power control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit was inoperable. The bed was located at the account. There was no pt/user injury reported. (B)(4).